Manufacturer narrative:
Other applicable components are: product ID 37702, serial# (B)(4), implanted: (B)(6) 2016, product type: implantable neurostimulator. (B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Event description:
Additional information reported the patient reported pain at the lead implant site, uncomfortable stimulation in areas not covered by their therapy (their lead implant site, hands, and ins pocket), and sometimes a shock-like sensation. It was again reported the patient's system had impedances that had been "over limits in a random way - sometimes over limits, sometimes normal" since the ins implant on (B)(6) 2016. It was noted the patient's ins was implanted after a 7 day trial period after the lead was implanted on (B)(6) 2016. Despite the impedance issue, it was stated the patient could feel stimulation. The patient's lead was replaced on (B)(6) 2016 as a result of the event. Following the lead replacement there were "no more impedances over limits" and the issue was resolved.

Manufacturer narrative:
(B)(4).

Event description:
The healthcare professional (hcp) reported through a manufacturer representative that impedance testing of the patient¿s device system found the impedances were ¿over limits in a random way¿ and were ¿sometimes over limits, sometimes normal.¿ interrogation records from one such impedance test indicated all impedances were within normal limits, except bipolar electrode pair 0-13 had an impedance of >40000 ohms when tested at 3v. The impedance testing was notably performed during the implantable neurostimulator (ins) implant procedure. The lead and extensions were disconnected and reconnected several times with ¿no impact on the random impedances.¿ additionally, the lead and the lead-extension combinations were tested separately with a multi-lead trialing cable and external neurostimulator (ens) and found to have ¿no impact on the random impedances.¿ it was noted that as the procedure came to an end, the lead and extensions were connected to the ins and there were ¿still random impedances at that stage.¿ when impedance testing was performed three hours after the procedure, it was found that ¿impedances were over limits when tested within 0.7v and 1.5v. It was noted however that the ¿patient could feel stimulation (with 1.7v vs 0.9v before the procedure.¿ the issue remained unresolved at the time of report. There were no surgical interventions planned or performed and the patient was alive with no injury at the time of report. A supplemental report will be filed if additional information is received.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4). Device evaluation: analysis of the lead found the #1 conductor was broken 2.9 cm from the proximal end.